Manufacturer narrative:
Reader (B)(6) was returned and investigated and no issues were observed. Reader turned on with button press. Power adaptor was visually inspected and no issues were observed. Load tester was used to test the returned power adaptor. All results were within specifications. Usb/charging cable was visually inspected and it was observed cable was contaminated. Therefore, the issue is not confirmed due to user error. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device reader. A customer was unable to test due to the reader not powering on with button press or test strip insertion and as a result, experienced symptoms described as high blood sugar, lightheadedness, and vomiting. The customer, with a diagnosis of diabetic ketoacidosis, was unable to self-treat and was treated with humalog (insulin lispro injection, dose unknown) by a healthcare professional. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(4). Was returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. The reader turns on with button press. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. An extended investigation has also been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted.

Event description:
A battery/no power issue was reported with the adc device reader. A customer was unable to test due to the reader not powering on with button press or test strip insertion and as a result, experienced symptoms described as high blood sugar, lightheadedness, and vomiting. The customer, with a diagnosis of diabetic ketoacidosis, was unable to self-treat and was treated with humalog (insulin lispro injection, dose unknown) by a healthcare professional. No further treatment was reported. There was no report of death or permanent impairment associated with this event